Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor maintained connection to the dexcom app but lost communication with the ilet pump; the user was guided to toggle the cgm setting and re-enter the sensor code, after which the pump re-entered pairing mode. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data display and alerts on the pump. User support included customer education and guided troubleshooting to re-establish the cgm-to-pump connection. Investigation of this case revealed a communication disruption between the external cgm and the pump that was resolved by re-pairing, consistent with a device-to-device connectivity issue without sensor or pump failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue addressed through re-pairing and configuration confirmation.